Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the patient underwent right heart catheterization. Inaccurate measurements were observed during the procedure. Sensor was not recalibrated during the procedure. It was recommended that the sensor pressure measurement be checked using other clinical references.

Event description:
Additional information received identified the sensor was recalibrated again on (B)(6) 2018 wherein the mean was increased by 4.4mmhg. Additionally, images indicated sensor was implanted in vessel smaller then a recommended size (>7mm) which was suspected to be a reason of reduced blood flow to the sensor resulted in dampening waveforms.